Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "noticed leak in extension set near t-lock extension set of midline catheter when flushing saline prior to starting midline insertion procedure. Stopped procedure and went to get a new midline. Did not use kit with leak noted in extension. No harm reported; safety concern for clinician."